Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The pfna-ii blade shows grinding marks on the outside surface and on the tip one edge is broken away. This damage does not affect the function of the blade. It is possible that one of the following points could have lead to the damages on the blade: the blade was not correct mounted on the inserter. After insertion in to the bone the inserter was unlocked off the blade too early. The blade was not operated as described in the operation guide. No product fault could be detected. Placeholder.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the patient had a femoral trochanteric fracture. The inserter did not lock the blade. In the hospital with over 130 operations of jpa, the adverse event of unlocking of the blade happened. The sales rep did not attend the operation. It was noted: the operation succeeded by hammering of the blade fitting into the inserter, however, the surgeon found there was a space in x-ray image when the blade was locked, the inserter rotated free. The surgeon could choose the usage of jpa hollow driver in order to lock it; however he used another product without such a choice. This is 1 of 1 report for complaint (B)(4).